Manufacturer narrative:
In response to FDA report number (B)(4). The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported via regulatory agency, "slowly leaking left breast implant." Device was explanted.